Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic radial artery harvesting procedure, vasoview hemopro 2 cautery overheats during the fasciotomy portion. The cutting device was shutting off. Kept overheating and timing out. The harvester made sure to take small bites without a lot of fat in the jaws. The scope continuously kept overheating the rest of the case. Cautery was at 2.5 during the procedure. There was a delay in the procedure due to inability to cut from the cautery timing out. The procedure was completed with the same device. No injury to patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000359277, 3000357260, and 3000352198 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw# (B)(4).

Event description:
The hospital reported that during an endoscopic radial artery harvesting procedure, vasoview hemopro 2 cautery overheats during the fasciotomy portion. The cutting device was shutting off and kept overheating and timing out. The polyfuse was in effect. The harvester made sure to take small bites without a lot of fat in the jaws. The scope continuously kept overheating the rest of the case. Cautery was at 2.5 during the procedure. There was a delay in the procedure due to inability to cut from the cautery timing out. The procedure was completed with the same device. No injury to patient.